Event description:
A 28 mm diameter x 16 mm x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant and follow-up were not reported. It was reported the pt had fallen and presented to the hosp with a ruptured aneurysm. The pt was admitted to the emergency room for surgical repair; however, the pt expired during the procedure. Add'l info was requested from the user facility including return of the explanted stent graft. No add'l info was received to date.